Manufacturer narrative:
Additional information received: a quality investigation was performed on the returned samples. A batch review was conducted and yielded no discrepancies. There was a visual inspection of the (2) returned samples and the following damages were found: the front part of the nrv-chamber was detached/broken from the back part of the nrv-chamber. The second sample was broken at the bottom part of the measurement chamber. After review of the returned product, previous investigation and detailed batch review, a discrepancy (includes non-conformance/deviation) was found. A non-conformance was opened, and this complaint will remain open until the completion of the non-conformance investigation. (B)(4). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4)

Event description:
The complainant reports the 'connection between the chamber and urine bag' is broken. On the unometer safeti plus. The complainant further reports the device was not used on a patient.

Manufacturer narrative:
(B)(4). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.